Event description:
Country of complaint: (B)(6). Type of operation: section/caesarian. Tissue being sutured: uterus. Suture techniques: continuous. Description: dead cow 2 days after caesarean section, rupture of catgut (suture) after uterus suture.

Manufacturer narrative:
Us reporting agent notified on (B)(4) 2013. Reported device not marketed in the us; however, similar device is. Mfg site eval: samples received: 1 cassette. Reviewed the batch mfg record, this product had a normal process and the results during the process fulfil OEM requirements, there are no units of this batch number in OEM stock. Knot pull tensile strength of the samples received was tested and the results fulfil the requirements of the OEM. Absorption controls conducted on sample with collagenase after a period of time have retention strength values higher than current ones for this material and size. Therefore, this thread does not degrade quicker than other batches tested. The thread of the sample received was almost consumed and we could not conduct all degradation tests with collagenase in order to view the degradation profile. Therefore, and according to the performed analysis results, OEM considers this complaint as not corresponding. Final conclusion: the complaint is not corresponding (not justified).